Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. \

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Additionally, it was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.